Manufacturer narrative:
Adverse event or product problem - corrected information: malfunction should have been checked on the initial manufacturing report. Type of reportable event - corrected information: malfunction should have been checked on the initial manufacturing report.

Event description:
Additional information was received that the vns magnet does not abort every seizure for the patient. It was also stated that the patient had an increase in absence and drop seizures after turning on the vns device. The physician did not know if the vns device was causing the patient to have additional seizures or if this was the natural course of his epilepsy. The physician also stated that the patient had significantly increased seizures activity after vns placement and activation. Diagnostics were performed on the vns device and they were stated to be ok.

Event description:
It was reported by the patient's mother that the patient had the vns implanted and after the device was first turned on the patient began to have an increase in seizures. Follow up with the patient's nurse it was stated that the nurse was not sure if the patient had an increase or not since they still had seizures before vns but would consult the physician on the assessment. No additional relevant information has been received to date.